Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively undersensing and no capture was noted on the right atrial (ra) lead. Radiographic evaluation confirmed lead dislodgement. The ra lead was inactivated and revision has been planned. No patient complications have been reported as a result of this event.